Event description:
During right hemicolectomy case the ligasure blunt tip laparoscopic sealer and the device was making its normal sound during cauterization but did not cauterize. No damage to patient's tissue.